Event description:
8/5 customer reports via phone: outpatient was having CT chest. Customer thinks it was for chest pain / tightness. 22ga angiocath I. V. Started in back of right hand. Optiray 320 contrast media injection started and CT scan initiated. Approximately 70cc of contrast media extravasated into access site, extending slightly up into the forearm area. Technologist applied warm compress and sent patient to the e.r. E.r. Medical staff continued warm compress and observation. Follow-up by the customer is that patient was observed by e.r. And sent home. There was no reported further intervention by e.r. Medical staff.